Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a hyperglycemic episode following an unspecified sensor problem and poor patch adhesion. According to documentation, the patient had reportedly been having problems with the sensor falling off lately. The patient noted that she experienced 3 sensors falling off in the past month. The exact number of instances of poor patch adhesion was not described. The patient noted one instance of swimming after having received a replacement transmitter. Despite having an overlay patch, the patient reported that the sensor came unadhered to. There was no documentation of serious injury or medical intervention for that instance. The patient was reportedly using a g6 sensor, the mobile app, and an unspecified pump. On (B)(6) 2024, the patient was presented to the emergency department for unspecified symptoms of hyperglycemia and noticed that the sensor had fallen off while in the ed (emergency department). The behavior of the display devices was not described (no mention of alerts or alarms communicating sensor failure). The patient noted that she had been trying to get a replacement meter and was also sick. It was not documented whether the patient had been monitoring the bg (blood glucose) by fingerstick during the period without readings; however, the patient noted that she had been assuming her blood sugars during the time without readings. The patient was noted to not be in a hybrid closed loop insulin delivery state from the unspecified pump as a result of no connected sensor. She was reportedly treated with insulin and IV drips. The length of stay in the hospital was not described. She had just returned home at the time the report was made. During the call, the patient also noted hospitalizations for unrelated kidney problems. At the time of the report, the patient was recovering from her condition. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on xx/xx/2024. It was reported that an unspecified issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a hyperglycemic episode following an unspecified sensor problem and poor patch adhesion. According to documentation, the patient had reportedly been having problems with the sensor falling off lately. The patient noted that she experienced 3 sensors falling off in the past month. The patient noted one instance of swimming after having received a replacement transmitter. Despite having an overlay patch, the patient reported that the sensor came unadhered to. There was no documentation of serious injury or medical intervention for that instance. The patient was reportedly using a g6 sensor, the mobile app, and an unspecified pump. On (B)(6) 2024, the patient was presented to the emergency department for unspecified symptoms of hyperglycemia and noticed that the sensor had fallen off while in the ed (emergency department). The behavior of the display devices was not described (no mention of alerts or alarms communicating sensor failure). The patient noted that she had been trying to get a replacement meter and was also sick. It was not documented whether the patient had been monitoring the bg (blood glucose) by fingerstick during the period without readings; however, the patient noted that she had been assuming her blood sugars during the time without readings. The patient was noted to not be in a hybrid closed loop insulin delivery state from the unspecified pump as a result of no connected sensor. She was reportedly treated with insulin and IV drips. The length of stay was not described. She had just returned home at the time the report was made. During the call, the patient also noted hospitalizations for unrelated kidney problems. At the time of the report, the patient was recovering from her condition. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.